Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. As the pump supplies in use during the occlusion alarm were no longer on the pump, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in possible causes of occlusion alarms.